Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom, no guide for loading tubing. The symptom was reproduced as the pump did not display the prompt to load a set when the door was opened during evaluation. The cause was determined to be a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prompt the user to load the tubing into the pump. There was no patient involvement. No additional information is available.